Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the nurse that they are overriding guardrail limits to run an infusion slower. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, c, d codes.

Event description:
It was reported by the nurse that they are overriding guardrail limits to run an infusion slower. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative the actual date of event is unknown. Root cause: the root cause for the reported issue that device had a user programming error - overriding guardrail limits.

Event description:
It was reported by the nurse that they are overriding guardrail limits to run an infusion slower. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.